Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator had the wrong asset tag and was missing a preventative maintenance (pm) sticker. It was unknown how the issue was found. No patient or user harm reported. The biomedical engineer (bme) reported that the asset tag was changed and the pm sticker was replaced. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the biomedical engineer (bme), and it was reported that the device was not in use when the issue was found. The bme was unable to confirm if the device was returned to use after the issue was resolved.